Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the right ventricular lead exhibited high capture threshold and r-wave amplitude variation. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient condition was stable post-procedure.